Event description:
A report was received on 07/2002 regarding a memorylens which was implanted in 2001 and where the pt had an incident of hypopyon and inflammation 2 monhs later. The dr stated in the report that the "pt had bouts of iritis od in past". The pt was treated with acular pre-op and nsaids. The pt has had a pre-existing medical history of hypertension. At latest exam in 7/2002, the pt's visual acuity was reported as 20/200 od and the dr's prognosis was reported as guarded.